Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seeking help with reprogramming because their ins has not been working properly. The patient stated, for the last number of years, they haven't had proper performance or it hasn't worked at all. Their right hand shakes like crazy. They can't write, can't eat, can't do crap with my right hand. The patient mentioned that they have had to do everything with their left hand, but their left hand has been starting to shake as well. Regarding the shaking of both their right and left hands, the patient remarked, "it's probably the disease, but the device is supposed to fix it." The patient mentioned that their ins "worked somewhat better" for the first year or so that they had it, noting that "maybe the condition was not like it is today." The patient stated that over the years they have had the ins reprogrammed, noting that it was most recently reprogrammed about a year ago after it was implanted. Regarding the ins replacement that occurred a year ago, the patient stated that "the battery died when he put it in ." They did not ask the patient for clarification, but they was under the impression that the previous ins was depleted, which was why it was replaced. The patient also recalled a time when they went to (B)(6) to have the ins reprogrammed and noted that "a lady did something there that lasted a couple days." The patient also mentioned that one of their healthcare providers told them that the patient "depletes the battery like crazy," which made the patient wonder if everything was implanted correctly in their brain. The patient then stated that they had seen an healthcare provider in (B)(6) at one point who told the patient that they "didn't think it was in the right place." The patient mentioned that two different rep that assisted with reprogramming.  The patient repeatedly blamed the manufacturer for their therapy issues and threatened to take legal action if their therapy issues are not resolved within 1 month. The patient stated that if mdt cannot resolve the issue, then they might as well have the dbs system removed since it serves no purpose. The patient stated that their next appointment with physician is scheduled for (B)(6) 2021, but they will see if they can get in sooner.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they met with the manufacturer¿s representative (rep) on july 1st who corrected their programming which allowed the patient to pick up a bottle and set it down allowing therapy to work.